Manufacturer narrative:
The main device component of the system and other applicable components are: product ID: 3889-28, lot# va1apt9, implanted: (B)(6) 2016, : product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that the device was not working and that they thought that the lead had migrated. Patient also reported that when they increase stimulation on the left side, it was very uncomfortable and irritating. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a consumer reported the circumstances that led to the lead migrating and the device not working was they believed it was the programming which they used. The patient noted they were not given good instructions. The patient noted they were still working on getting the settings correct. The patient noted it had taken a while because of getting records sent to a new hcp, then appointments, and they were still working on solutions. There were no further complications that have been reported as a result of this event.